Manufacturer narrative:
Additional information - photo device evaluation: no suspect product was received; however, a photo and video were provided by the customer. The photo shows the suspect lens inside the patient's eye, and two triangle-shaped damage can be observed on the center of the lens. Due to no product being received, no further evaluation could be performed. Complaint issue "dc-inclusions" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number ¿ stuck in cartridge. These complaint issues reported are not related. Based on complaint history review (chr) results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-6 patient race: decline to answer. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
An opacity in the optic of the dib00 model intraocular lens (iol) was noted after it's implantation in the patient¿s ocular dexter (right eye). There was no incision enlargement, no serious patient injury, no sutures, no vitrectomy, and the same procedure was completed successfully using another dib00 23.0 iol. Patient prognosis post-procedure was reported as excellent. The suspect iol is not available for return as it was discarded however, photos of the lens were provided. No further information is available.